Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone tip came off after removing device from the leg and wiping it off. New device used to complete the procedure. There was no delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 09/12/2024. An investigation was conducted on 09/30/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear intact silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the entire cold jaw was observed to be peeled off and detached from the cold jaw, exposing the entire cold metal jaw. The detached silicone insulation was not returned for evaluation. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot #3000404363 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.